Event description:
It was reported that the patient was experiencing inadequate coverage due to lead migration. No device malfunction was suspected. The patient underwent a revision procedure wherein the leads were repositioned.

Manufacturer narrative:
Exact date unknown, event occurred 1 month after initial implant. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model:sc-2218-50; serial: (B)(4); batch: (B)(4).